Event description:
The customer reported the system intermittently displayed black images and failed to expose. No report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The xray tube was replaced and calibrated. The system was then found to be operating as intended.